Event description:
It was reported that the patient's controller was worn and had a dim pump running symbol. Ventricular assist device (vad) coordinator wanted to replace the patient's controller but the percutaneous lead would not release. The red release button on the controller fully engaged but the percutaneous lead remained stuck. It was suspected that there may be a bent pin in the perc lead. The patient could not tolerate more than one pump stop for a controller exchange. It was noted that the patient had a history of driveline repair approximately 10 inches from the distal end of the percutaneous lead. Additional information was received that the patient had a driveline evaluation and repair about 8 inches from the exit site on (B)(6) 2022. Green corrosion material was found in the external portion of the driveline shielding where the previous repair was performed. The patient's controller was also exchanged. Related manufacturer's report regarding driveline repair: 2916596-2022-12929.

Manufacturer narrative:
Patient weight has been requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of difficulty disconnecting the driveline from the controller and dim leds on the pump running symbol were not confirmed. Additional information provided indicated that the heartmate ii system controller (B)(6) was exchanged and would not be returned for evaluation. No pictures of the reported issues were submitted for review. Evaluation of the returned driveline revealed that there was substance consistent with fluid ingress on the controller connector; although not confirmed, fluid ingress on the connector could have contributed to the reported issue of difficulty disconnecting the driveline from the controller. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate ii system controller, (B)(6) , was manufactured in accordance with manufacturing and qa specifications. The heartmate ii system controller was shipped to the customer on 03nov2014. Heartmate ii patient handbook (rev. C), under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the pump running led condition. Heartmate ii patient handbook (rev. C) section 2, entitled ¿how your heart pump works¿, addresses the proper steps for connecting and disconnecting the driveline to the system controller. Heartmate ii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook (rev. C) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The heartmate ii patient handbook (rev. C) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.